Event description:
Litigation alleges that the patient suffers from pain, discomfort, and exhibited symptoms of a loose implant. **update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. The revision operative report indicated that the stem was loose. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code 2184891 and 2334229. A search of the complaint database search finds one additional reported incident against both lot codes 2356010 and 2396645 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4): not returned.